Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported for left side "two 10 and 14mm hyperechogenic images compatible with siliconomas are observed in the left armpit", "left breast with images compatible with intramammary lymph nodes at 1-hour peripheral from 4 to 5mm". The device remains implanted.